Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction - device available for evaluation updated from returning to not returning

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right coronary artery (rca). A 3.50x12mm xience sierra drug-eluting stent (des) was advanced into the anatomy; however the struts of the stent were noted to fracture. The xience des was removed and replaced with another abbott device to complete the procedure. There were no adverse patient effects nor clinical delay. No additional information was provided.